Event description:
This lead was implanted on (B)(6) 2010, and still remains implanted at this time. Patient wanted to make sure equipment was functioning properly. Patient also mentioned, that his heart was racing. And device didn't do a thing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).